Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing air bubbles were observed within the infusion set tubing. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received. Customer¿s blood glucose level was 400 mg/dl.